Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This included all testing for proper passage through an appropriate size introducer sheath. The complaint sample has been returned and the investigation is currently underway. This is the only complaint reported to date for this manufacturing lot number.

Event description:
It was reported that during an angioplasty procedure - (dilatation of iliac - axial approach) the physician inserted the pta balloon dilatation catheter through a 6f introducer sheath. When he retracted the device, the balloon began to tear, which is visible on the device that is being returned. The pta balloon dilatation catheter could not be removed through introducer sheath, and both were simultaneously removed from the patient.